Event description:
The user reported the pump alarmed "air in line" as intended when the device was in use. It was noted that no air was visually seen in the IV tubing. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.